Event description:
Subsequent to the initial MDR, additional information was provided on 01/20/2021. The patient reported they were admitted to the hospital for one and a half days and treated with IV fluids and insulin. No further additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: health effect impact code - additional.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5097124. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The patient¿s cgm readings were inaccurate for days. Throughout the night the device gave the patient readings between 100 and 120 mg/dl, which she stated is normal and expected for her. She woke up feeling ill and dehydrated. She did a fingerstick bg which was 321 mg/dl. She went to the hospital due to diabetic ketoacidosis. No treatment information was provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.